Manufacturer narrative:
Results - the customer would not release the sample for investigation. A review of the device history records revealed no irregularities during the manufacture of reported lot number 3297570. Conclusions: without a sample, a root cause for this incident could not be identified.

Event description:
The nurse started the IV and attempted to thread the catheter off the needle. The catheter advanced about 1/4" then stopped. She pulled the catheter back onto the needle and tried to reposition. The site blew and when the nurse removed the catheter, the tip was missing. Through x-ray the tip was located in the ace fossa and the facility was preparing to remove it surgically, then would proceed with the patient's original surgical procedure.